Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced discomfort at their implantable neurostimulator (ins) implant site. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ins relocated to their right abdomen. The issue has been resolved.